Event description:
It was reported that a minimum fill notification occurred when the customer attempted to load a new insulin cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reloaded the same cartridge and resumed insulin delivery.